Manufacturer narrative:
It was reported to abbott, a patient¿s ipg had reached end of life. The doctor requested a generator replacement and is awaiting authorization from the health plan. The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, a DHR review had determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria. The test results objectively demonstrate that there was no escape form manufacturing process and therefore the complaint cannot be confirmed to be a plano neuromodulation manufacturing related event.

Manufacturer narrative:
Section b3: date of event is estimated. Section b5: during processing of this incident, further information regarding event details was requested but not received.

Event description:
It was reported that the patient's ipg had reached its end of life (eol). Surgical intervention may be undertaken to address this issue.